Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03520, 3006705815-2019-03521. It was reported that the patient experienced uncomfortable stimulation which reminded them of a childhood trauma. In turn, the patient underwent surgical intervention wherein the scs system was explanted.